Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with the 5fr duel lumen catheter. The customer reported an infant at 41 weeks gestation was born at 0152 via spontaneous vaginal delivery (svd) with meconium aspiration distress requiring intubation and central uvc and uac lines. On (B)(6) 2010 at 0350, advanced life support nurse reported the uac catheter was determined to be clotted, she was unable to draw back blood from the uac catheter or flush the line after retracting line for repositioning. The uac catheter was removed and a second uac was inserted with physician present. Pt reported as stable.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is underway. Upon completion, the results will be forwarded.